Event description:
Intra-aortic balloon pump was placed in pt on 9/25/96 for cardiogenic shock. Pt remained on balloon pump at 1:1 augmentation until 9/29/96 when blood was suddenly noted to be backing up into balloon catheter lumen. Physician summoned and catheter was removed. Vital signs remained stable and decision was made to not re-insert a new catheter. Balloon flushed immediately after removal to determine the leak site. It was noted to be near the connection of the hub to the catheter and balloon.